Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that suction of the purewick urine collection system was too weak for patient's heavy flow of urine. At night did fine when not heavy flow. Advised designed leakage to medium flow of urine. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information obtained via lms follow-up: patient called in to trouble shoot their pure wick. The patient and I set up the pure wick and check the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that suction of the purewick urine collection system was too weak for patient's heavy flow of urine. At night did fine when not heavy flow. Advised designed leakage to medium flow of urine. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.